Event description:
It was reported that during a meniscus refixation surgery the tips of two devices ar-2323bcc (lot 13249819) broke during screwing. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2323bcc was received for investigation. Visual inspection identified damage to the distal threads of the biocomposite anchor. However, no damage was noted to the peek eyelet. The method used to prepare the bone, as well as the bone quality encountered, were not provided. The cause remains undetermined.